Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: incident involving pt whereby catheter cannot be removed due to inability to deflate the balloon which act as an anchor. Catheter was inserted in ot on (B)(6)2010 and was ordered to be removed on (B)(6) 2010. Attempted all means to try deflating the balloon, however, failed. Eventually needed to activate the surgeon and radiologist assistant to remove the catheter using interventional method. Parents were informed of the procedure and the risk involved. Although the removal was completed without any complication. Vendor needed to be informed, vendor should bear the cost involved for this procedure and also evaluate their product to prevent reoccurrence."

Manufacturer narrative:
This case was deemed a serious adverse event in that the device was unable to be removed from the body. It is also deemed serious because it required medical and surgical intervention required to prevent serious harm to that intervention also put the child at substantial risk. From a clinical perspective, a causal relationship between the device and this event is deemed related as it was in use and could not be removed from the bladder because the balloon would not deflate. The product (s) in this case are not used for treatment or diagnosis. Reported to the FDA on (B)(4) 2013.